Event description:
Reporter indicated that a vns pt has experienced an increase in seizures following a four-wheeler accident, during which the pt collided with a trampoline.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.